Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. Customer stated that sometimes buttons was harder to press. The customer stated that backlight was not as bright and harder to read. The customer stated that insulin pump makes weird sound when rewinding and insulin pump did not seem like it was priming correctly. Customer also stated that the insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.